Event description:
An operating room supervisor reported that a sys fault message displayed and could not be cleared during a procedure. There was a report of a delay; however, there was no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
The facility did not request svc. No samples were returned for eval. The event log for this sys was reviewed and a sys message (sm) was confirmed to have occurred. This sm occurred while in laser mode. The sys was restarted and the case was continued after a three minute delay. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause was the sys attempting to read or write to protected memory. An internal investigation has been opened to address this issue. (B)(4).